Manufacturer narrative:
The case description states that shortly after the user activated activity feature and started going on a walk, the user's controller displayed high cgm value, however cgm values around 120 mg/dl were displayed in the most recent auto events summary. Additionally, the user reported subsequently receiving a 5u bolus uncommanded at around 8:08pm. Inspection of the android log files confirmed the reported 5u bolus was delivered on the date of occurrence and at the reported time. Before bolus delivery began, manual bg readings of 999 mg/dl and 685 mg/dl were provided. After each manual bg entry, the bolus calculator was disabled due to the bg values being above the threshold for bolus calculation. The high manual bg entries resulted in the controller displaying "high". Inspection of the engineering log files for the 5u bolus showed evidence of interaction with the controller in order to enter the bolus screen, program the bolus, confirm the bolus amount, and begin insulin delivery. No evidence of an uncommanded bolus was observed in the logs. Physical testing of the returned controller found no issues that would result in an uncommanded bolus.

Event description:
A patient reports while wearing a pod their blood glucose level had decreased to below 70 mg/dl. The patient reports at 8:08 pm they had received a bolus of 5 units of insulin that they had not commanded. The patient reports setting their controller to activity mode for 1 hour prior to taking a walk. As treatment, the patient reports they had consumed food. After the patient consumed food their reported blood glucose level was 120 mg/dl.